Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-7391: follow up information identified that the patient was re-implanted on (B)(6) 2018. The patient had effective therapy post-op.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2017-7391: it was reported the patient was not receiving adequate coverage for the pain and the leads had migrated. The patient underwent surgical intervention on (B)(6) 2017 where the leads were to be revised however during the procedure the patient began bleeding. The entire scs system was explanted.